Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 03-may-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint handpiece and lens were received unused and inside the sealed jnj sterilization pouch. The complaint handpiece and lens were received unused and inside the sealed jnj sterilization pouch. No handpiece, cartridge, and plunger rod defects or assembly issues were observed before and after disassembling the handpiece for evaluation. No lens defects were observed. Complaint issue "dc-lens damaged" could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The reported issue was not verified. There is no indication of a product deficiency or product malfunction could be identified. Please note that the information reported in section d-2 (common device name), section g-1 (manufacturer contact e-mail), and section h-6 health effect ¿ (clinical code and medical device problem code) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dcb00 intraocular lens (iol) was defective and there was no patient contact. The doctor chose a different lens. No further information is available.

Manufacturer narrative:
Additional information: sections a-2 patient age and date of birth, a-4 patient weight, and a-5 patient ethnicity and race: not applicable as there was no patient contact with the device. Section b-3: date of event: unknown as information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.